Event description:
It was reported that it was suspected that the implantable cardioverter defibrillator (ICD) misclassified ventricular tachycardia (vt) as supra ventricular tachycardia (svt) resulting in no therapy delivered. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.